Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was broken. The customer reported that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique device identifier (UDI). Part analysis: the reported condition of a drawer completely broken was confirmed by the fse. According to work order (wo) (B)(4), the field service engineer (fse) identified that drawer 2.1 had a broken slide rail. The fse replaced the drawer assembly and verified proper functionality using the hardware test application. External visual inspection of the received 138886-01 smart hh cubiedrawermod was conducted. No visible damage was found during the inspection. During dchu laboratory evaluation, the bottom drawer was found to be inoperable. Repeated manual actuations of the rear red release latch confirmed that the drawer was hard to open and close. Succeeding inspection of the drawer's underside revealed that the retainer rail migrated out of the rail, parts of ball bearing and slide bumper stop were missing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported broken slide is being attributed to missing slide bumper stop causing the retainer bracket to be migrated subsequently cause the ball bearing to be missing.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was broken. As per part investigation, it was determined that there the retainer rail was migrated out of the rail, parts of ball bearing and slide bumper stop were missing. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was completely broken. A field service engineer found that drawer 2.1 had a broken slide rail and replaced the drawer assembly. The fse logged into the hardware test application and observed the customer successfully accessing the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was broken. The customer reported that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.